Event description:
The manufacture received information indicating a patient had expired while a ventilator was in use. The device allegedly shut down and did not alarm or switch to battery power when an ac power outage occurred. The ventilator was returned to the manufacturer for investigation. The device passed all testing and was found to operate an audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's event log was reviewed and no errors which would indicate a device or alarm malfunction were present. The event log confirmed there was an ac disconnection alarm (ac power outage) and the device successfully switched to detachable battery power at the reported time of the event ((B)(6) 2011, 4:43 am). The ventilator operated from the detachable battery for 22 seconds until it was manually turned off by an individual through the device's keypad. Two key presses are required to turn the ventilator off, and the event log confirms the two required key presses were made to turn the device off. The reporter of the incident confirmed a caregiver entered the room an hour after the event and the device was found to be in the "off" position. The ventilator was powered on and was found to operate and alarm as designed. The manufacturer concludes the device operates and alarms as designed. The ventilator's event log confirms the device was manually powered off at the time of the reported event.